Event description:
It was reported that on (B)(6) 2026, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4. Three mitraclips were inserted and deployed on the mitral valve, reducing mr to a grade of 1-2. On (B)(6) 2026, the patient presented with dyspnea. The patient was then intubated. The patient was reported to feel better, and his shortness of breath decreased. An echocardiogram was performed and revealed that the third clip, a mitraclip xtw (51201r1058) detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda), causing mr to increase to moderate to severe. It was noted that the clip remained stable on the leaflet.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.